Event description:
It was reported that the customer received a low predict alert, sensor glucose was reading 2.4 mmol/l and the blood glucose value was 8.7 mmol/l. Customer received a calibration error; customer tested again and blood glucose value was 9.0 mmol/l. Sensor has been inserted for 7 hours but on the sensor status sensor age is 0 days and 4 hours. Customer used the serter to insert while standing. Customer was advised to turn the sensor feature off and back on after 2 to 4 hours and reconnect old sensor. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.